Manufacturer narrative:
On 1/17/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/9/2020, it was reported to mentor that the patient experienced severe ptosis, severe wrinkling. The patient has a history of bilateral congenital deformity. The affected devices were catalog number 3507400bc, serial number (B)(6), lot number 271547 on the left breast and catalog number 3507400bc, serial number (B)(6), lot number 271547 on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention, off-label use, capsular contracture, hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from generalized illness symptoms. The patient experienced ¿ burning, itching, firmer than right side, keeps her from sleeping, sharp shooting pain, redness and warm feeling bilaterally but mainly on left. The patient experienced bilateral capsular contracture. In 2011 she had another surgery to remove the scar tissue and capsular contracture. The patient thinks that the healthcare professional re-used same implants from implantation date (B)(6) 2006. Since the implants were reinserted into the patient in 2011, per mentor IFU, these devices are for one time use only and should not be re-implanted. Therefore, these devices were used off label. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove hypertrophic scar code from both implants to more accurately capture the reported event. In addition, the capsular contracture was recurrent. Furthermore, in 2011 the patient underwent another surgery with the same implants to remove scar tissue due to capsular contracture and it is presumed the doctor re-used the same implants. As a result, this is considered off label use as mentor¿s IFU states the following: do not re-use or resterilize any product that has been previously implanted. Breast implants are intended for single use only. Manufacturer¿s reference number: (B)(4).